Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail bracket is bent. The technician replaced the side rail weld bracket and center arm assembly to resolve the issue.